Event description:
This case was reported by a physician and described the occurrence of neuropathy in a male pt who received polident (polident 3 minute) tablet for an unknown drug indication. On an unknown date, the pt started polident, unknown dosing. At an unknown time after starting polident, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. The MFR's report number for this case is 1020379-2007-00004. Polident is MFR, and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.